Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. A visual inspection was performed and found that the sensor wire was missing from return. Analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.